Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir has large and small air bubbles in it. The customer's blood glucose reading was 300 mg/dl at the time of incident. Troubleshooting found that the customer pushed the air bubbles out of the reservoir and removed the set. Customer indicated that the reservoirs will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.